Manufacturer narrative:
Device code 1401 is not applicable and should be corrected to "device code 3191: pigment dispersion, fixed pupil, iris atrophy" in the previous MDR. (B)(4).

Manufacturer narrative:
Patient code 1937: elevated iop. Device code: 1401: misfocusing; pigment dispersion, fixed pupil, iris atrophy. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found the haptic bent and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.50/5.5/103 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Pupil block with elevated iop (50mmhg), corneal decompensation, pigment dispersion, unreactive (fixed) pupil, blurred vision, and iris atrophy was observed. Anterior chamber irrigation/evacuation of visco/fluids, intraocular injection and the lens was removed on (B)(6) 2019. Per the reporter, on (B)(6) 2019 patient's eye status, "iris atrophyic and pupil dilated. Reporter noted cornea became clear after 1 month. Eye is calm. Cause of the event is reported as "urets-zavalia syndrome due to occlusion of the aquaport first with viscoelastic then with iris pigments."